Event description:
It is reported that a customer stated that their insulin pump accidently went into manual bolus which caused the customer's blood glucose level to drop to 42 mg/dl. The customer does not want to have the insulin pump replaced because the pump had saved his life before. No further information was provided.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.